Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. An sbc cpu upgrade kit was utilized to bring the system from version 30 software to revision 8 software. A filament calibration was also performed as part of the service event. The system was tested and found to be working as intended and returned to service.